Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, ¿there are divets in the corner of the screen and pt feels that the screen is coming off of the housing.¿ customer declined follow up from tandem technical support. There was no reported adverse impact.